Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be sent upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). The root cause of the reported condition was undetermined. The device passed the homechoice return instrument test/evaluation functional test and electrical test. A review of the previous service record showed the device passed all required tests and calibrations prior to its release. No issues were identified that may have contributed to the reported issue. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
The customer contacted baxter's technical service center to report fluid retention in a patient on a homechoice (hc) machine during use. The caregiver (cg) stated the home patient (hp) was in the hospital because he was retaining fluid. The cg stated the hospital feels it is due to the machine and wants the machine replaced. They are doing manual exchanges in the hospital. The following additional information was obtained from the nurse on (B)(6) 2011. The nurse reported that the patient went to the hospital on (B)(6) 2011 for possible fluid over fill because he was having trouble draining. Upon admission to the hospital, the patient was diagnosed for exacerbation of his copd, which is unrelated to peritoneal dialysis (pd) therapy. The patient was discharged on (B)(6) 2011. He continued pd therapy without difficulty. Treatment for the copd was not reported. She also reported the patient was in the ER on (B)(6) 2011 because he fell and broke his arm while bending over to pick up a handkerchief. She reported the fall was unrelated to pd therapy. No further information was available.